Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the reverse trigger is active while safe mode is engaged. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.